Event description:
During preventative maintenance of the device, the user reported that a "calibration failed" error message appeared on the display. Since the event occurred during preventative maintenance, there was no patient involvement during this event.